Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d6a - implantation date. D9 - device available for evaluation. H6 - codes updated to imdrf codes. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that hinged joint rod f/ext- there is a gap between the two hinges which might be caused due to the screw holding the two joints is coming off easily. The dimensional inspection was not performed due to the nature of the complaint condition. The functional test was performed by rotating the hinges the screw came off after rotating it for few times. The screw was able to assemble again but the hinge was still loose. The observed condition of that hinged joint rod f/ext- in the device was consistent. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for that hinged joint rod f/ext. While no definitive root cause could be determined, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: updated product investigation: the product was returned to depuy synthes and sent to manufacturing site: jabil bettlach and materials lab: oberdorf for evaluation. The jabil bettlach and oberdorf teams conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that hinged joint rod f/ext- was received disassembled. Traces of use and scratches were visible on the surface. Adhesive residues or other contaminants are on hinged joint pieces, on the thread of the nut and on the thread of the tubular rivet. The adhesive was analyzed with ftir-method and found to coincide with the spectra of acrylate, usually used in the composition of adhesive tape, adhesive base of labels or packaging materials. The studies show that the foreign substance is not a structural part of the base material. The affected product under study possibly was contaminated with the foreign substance during manufacturing or handling process. The substance is not an epoxy resin. A functional test cannot be performed because of the returned condition of the device. The received hinged joint rod f/ext- was not assembled anymore. The dimensional inspection was performed, and it is within the specification limit. The thread was cleaned to remove the residues of the adhesive. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for that hinged joint rod f/ext. While no definitive root cause could be determined, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part: 394.055 lot: 55p6298 manufacturing site: bettlach release to warehouse date: 19. May 2020 a manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: ktt. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the elbow hinge fixator bought in (B)(6) 2021 which was used in a surgery in late (B)(6). On (B)(6), the sales rep got the information that the hinged joint rod for external fixator was loose. New product was urgently arranged and replaced. Procedure was successfully completed and the patient was stable after the surgery. Concomitant device reported: unk - rods (part# unknown, lot# unknown, quantity: unknown). Unk - clamp (part# unknown, lot# unknown, quantity: unknown). Unk - wrenches (part# unknown, lot# unknown, quantity: unknown). This report is for one (1) elbow hinge fixator. This is report 1 of 1 for complaint (B)(4).